Event description:
It has been reported by a kimberly clark sales representative that "when they deployed the brush, it got stuck and could not be pulled out of the catheter. The brush fell off the catheter into the patient and was retrieved via scope." There was no patient injury reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
The incident sample was not returned for evaluation. However, a review of the device history record for the lot number provided found no anomalies to be documented. Functional testing performed by the manufacturing operator and qa auditor have been conducted and found all pull test results to be within specification limits. This is the first complaint received for this product code and failure mode. No additional information was received. No corrective actions will be taken at this time. However, we will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.